Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient developed hematoma post device implant procedure. It was noted that the patient had been prescribed anti-coagulants. The site was lanced to relieve pressure from the hematoma. The whole system including the pulse generator and leads was explanted on (B)(6) 2018. The patient was recovering and will continue to be monitored.